Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
During an unknown procedure,the staple device did not function properly. The device did not open after closing around tissue and had to use cautery to remove specimen and stapler. There were no patient consequences reported.